Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump was under delivering and alleged insulin pump. The customer's blood glucose level was 300 mg/dl. The customer reported that he received insulin flow block alarm. He was assisted in troubleshooting and the alarm was resolved by changing the entire set. The customer was positive for ketones test. The customer reported that there were soda pub sized air bubbles along the tubing length. There was a bent cannula of the infusion set. The customer was also assisted in troubleshooting for high blood glucose. The customer's other blood glucose levels were 120 mg/dl and 150 mg/dl. The customer was assisted in performing displacement test and high pressure test and both the tests were passed. The insulin pump will not be returned for analysis.